Manufacturer narrative:
Concomitant medical products: product ID: 3708640, lot#/serial#: (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, lot#/serial#: (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial/lot #: (B)(4), ubd: 21-aug-2018, UDI#: (B)(4). Product ID: 3708640, serial/lot #: (B)(4), ubd: 16-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient just had the device replaced. Caller said a problem occurred during the procedure. Caller said an " impediment" in the connector behind the patient's ear was discovered. Caller said the patient's device was implanted for turrets and his symptoms have come back 2 fold. Caller said the patient's turrets are not the patient swearing but are the patient punching him self. Caller said the patient has broken his neck in the past due to turrets. Caller said a manufacturing representative came to their home and was trying to program the device in the same settings as before. Caller said the issue was discovered at the hospital and they don't know if something happened during the procedure to cause the impediment in the connector or if it is an issue with the product. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0mv7b, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0n24v, implanted: (B)(6) 2014, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) indicating that the high impedance on one of the leads was noticed when the battery was replaced on (B)(6) 2018. They did not notice a return of patient symptoms. The rep is not sure what cause the high impedance. There was nothing different with this battery change than a normal battery change. The battery was soaked in antibiotic solution and it was thought that the impedance might improve over time due to moisture being in the connection. A discussion with the surgeon, while in surgery, was to program the battery with the good electrode and see if the other electrode impedance would improve over time and also take care of the patient's symptoms. They do no know if the patient had the same therapy issues (tourette's) before surgery or the symptoms are worse. Troubleshooting involved a pre-op battery check on the old battery on the day of the surgery and the impedance on all the contacts 0,1, 2, 3, (left lead) were within normal range (946-1227 ohms) and 8, 9,10 ,11, right lead) were normal and within range (at 953-1304 ohms). After the battery pocket was open and the old battery removed and the new battery implanted, an impedance check was taken and the impedance was normal on contacts 0,1, 2, 3, (left lead) and 8, (right lead), but the impedance were very high, over 40,000 ohms on contacts 9,10, 11, (right lead). The physician could not identify why the impedance was high on the 3 contacts on the right lead. The physician reversed the positions of the leads and an impedance was taken again. The impedance on the left lead showed normal impedance but the right lead impedance was very high with contact 8 normal and contacts 9,10,11 impedance were very high over 40,000 ohms. The decision was made to reconnect the leads and use the contact (8) that had normal impedance. Reprogramming of the new system was performed with the old battery settings. The incision was closed and the patient and his father were made aware of the issue. Standard impedance and battery checks were made during the procedure. Actions/interventions included the patient's father had the rep check the patient's system. The rep performed an impedance check and programmed the patient¿s battery changing the right lead to only use the #8 contact, which has an acceptable impedance. No changes were made to the left lead. Only the right lead were reprogrammed at this time and the left lead was left as it was after surgery. Patient¿s ocd was well under control and I ask the patient and his father to follow up with me and the doctor if they needed assistance. No other contact has been made with the patient or the father. They are not sure if the high impedance caused a return of the patient's symptoms or the patient had these symptoms before. They do not know the cause of the high impedance and they do not know if the high impedance on the 3 contacts cause the return of his tourette's. The rep is unsure if the event is resolved as they have not had any further contact. This information was confirmed by the physician.